Manufacturer narrative:
Additional narrative:device evaluation update: upon further investigation, reliability engineering performed additional investigation and determined that the breakaway strength for a glue screw connection was influenced by the following factors: thread cleanliness, adhesive application and the cure of the adhesive. It was noted that the gluing was a manual process. It was further determined regarding the clean step/ thread that it was very likely that the thread was contaminated during the pre-assembly of the oscillation head base and the guide bushing. The pre-assembly process involved the handling with lubricated parts (eg. Bushing) or other production substances that could be in contact with the thread. It was determined that if the thread was not cleaned (and dried) properly, the gluing site on the screw connection would not have the required strength. It was determined regarding the adhesive application that the adhesive was applied directly from the glue container to the thread of the oscillating head base/ guide bushing. It was determined that less adhesive on the thread could have a negative impact on the connection. It was determined regarding the cure step that the curing took place at a plateau temperature of 110 - 136 degrees over 50-70 min. During that time, adhesive connection must not be loaded. If the connection was loaded without the adhesive cured, the possible final strength could not be reached. Based upon the investigation results, it was concluded that the presence of soiling on the thread could have a significant impact on the adhesive / screw connection (e.g. Surface is not clean enough). The investigation excluded the design/ construction issues as possible root cause. It was further determined that the glue thread coverage (glue amount) and the surface of the material remained as possible root causes. However, the main root cause(s) could not be fully determined. This issue has been escalated to CAPA. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that the battery oscillator device had an undetermined malfunction. During the pre-repair diagnostics assessment, it was determined that the saw head was loose, the trigger was jammed and the tension screw had too much play. It was further determined that the saw head was detached from the device. It was observed that one locking nut and the slid sleeve were missing. It was determined that the tool coupling was not functional. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Upon further investigation, reliability engineering determined that the device failed for check saw blade coupling, trigger test and for general condition. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device availability: the device availability date was incorrectly documented. The date returned to manufacturer was corrected from dec 20, 2016 to dec 22, 2016. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. During the pre-repair diagnostics assessment, it was determined that the saw head was loose, the trigger was jammed and the tension screw had too much play. It was further determined that the saw head was detached from the device. It was observed that one locking nut and the slid sleeve were missing. It was determined that the tool coupling was not functional. It was further confirmed that the saw head was detached from the handpiece device. Additionally, it was found that one of the locking nuts and the slid sleeve were missing. It was further determined that the tool coupling was not functional. It was further determined that there was a high probability thread was contaminated before or after the pre-assembly of the oscillating head housing and the guide bushing. It was determined that during the production and pre-assembly processes, lubricants and/or other substances could be in contact with the thread. If the thread was not cleaned properly, the bonding process would be compromised and the gluing site on the screw connection would not have the required strength. It was further determined that the presence of soiling on the thread could have had a significant impact on the adhesive / screw connection (e.g. Surface is not clean enough). The investigation excluded the design/ construction issues as possible root cause. The tension screw issue has been escalated to CAPA. Since the investigation is still in-progress, the assignable root cause could not be determined at this time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device evaluation update: upon further investigation, reliability engineering performed optical and functional tests and determined that the handpiece device was clean/reprocessed; the drive system was working; the device had visible wear; no service was carried out and there was no indication of a malfunction. It was further determined that the guide bushing had visible wear; there were small adhesive residues of loctite, and soiling residues were found on the thread. It was further observed that the drive system with the bearing was damaged (transmission side); there were strong wear marks at the bearing seat; the guide bushing could be rotated in the housing oscillation head; and there was no indication of damage (even outside)/ thread breakage. It was determined that the housing oscillation head had visible wear; small adhesive residues of loctite on the external thread and there was no damage (even outside damage)/ thread breakage and drive system works. It was further determined that the coupling tool side was out of specification (screw tension was damaged). Since the investigation is still in-progress, the assignable root cause could not be determined at this time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device evaluation update: upon further investigation, reliability engineering performed additional investigation and determined that in addition to the manufacturing and design issues which was escalated to a CAPA, it was determined that the trigger jammed was due to improper maintenance. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.